Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon stored electrogram review, the right atrial lead exhibited noise and inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.